Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Reported event of fiber broke. The lighttrail 270um laser fiber was not returned for analysis. Therefore, the complaint was not confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.

Event description:
It was reported to boston scientific on june 01, 2016 that a lighttrail 270um single use laser fiber was used during a ureteral lithotripsy procedure performed on (B)(6) 2016. According to the complainant, during procedure and outside the patient, the aiming beam was not visible at the distal tip but was seen at the middle of the fiber. Reportedly, it was presumed that the fiber body was broken. The procedure was completed with another lighttrail single use laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.